Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure in the posterior segment, the user was unable to turn off the constant irrigation. The user was able to resolve the issue by switching to a back up unit. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
With regard to this event the eva system was not returned for investigation, however logfiles were provided. Review of the logfiles revealed error code pum152, indicating a temperature error. This error will put the pump in error mode. As a safety control, the irrigation opens with a safety pressure of approximately 30 mmhg. This corresponds with the complaint description that the nurse could not turn off the irrigation, because the pump is in safe mode. With today's knowledge, the reported event is not related to a potential serious harm. The fact that the irrigation could not be turned off was preventing serious harm to occur.

Event description:
We have been informed that during procedure in the posterior segment, the user was unable to turn off the constant irrigation. The user was able to resolve the issue by switching to a back up unit. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation no corrective or preventive actions can be implemented until the investigation has been completed. The device has not been returned yet. The investigation will be continued when the device is available for examination.

Event description:
We have been informed that during procedure in the posterior segment, the user was unable to turn off the constant irrigation. The user was able to resolve the issue by switching to a back up unit. No report of patient/user harm. No report of prolonged or delayed surgery.